Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 43-year-old female patient, after removing the electrode pads, burns were found on the patient's skin. The patient was provided burn cream. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.

Manufacturer narrative:
The electrode pads were returned for evaluation. Review of the electrodes did show evidence that a discharge occurred. However, there were no signs of arcing or burning observed. Testing of the pads could not be performed since the wires were intentionally severed prior to return. The electrode pads were scrapped. Burns and redness are an expected outcome form defibrillation in accordance with labeling. Events can be more prominent based on how the patient's skin is prepared, application and or placement. Contact with the customer confirmed that no patient preparation was performed, which can lead to poor coupling. The instructions for use (IFU) for the pro-padz electrodes provides instructions on proper skin preparation and electrode application. The IFU also warns: poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.